Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements due to a fracture. A lead safety switch was recorded. The device was programmed to rv unipolar pace and bipolar sense. Ts discussed attached stored electrograms (egm) noted the lead has challenges with sensing non sustained ventricular tachycardia episodes as non physiologic signal was present. This rv lead remains in service. No adverse patient effects were reported. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements due to a fracture. A lead safety switch was recorded. The device was programmed to rv unipolar pace and bipolar sense. Ts discussed attached stored electrograms (egm) noted the lead has challenges with sensing non sustained ventricular tachycardia episodes as non physiologic signal was present. This rv lead remains in service. No adverse patient effects were reported. No adverse patient effects were reported. Additional information was received indicating that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.